Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the bottom cover adjacent to the pump and on the bottom cover behind the front panel. The cause of the dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2021 with difficulty breathing. While in the ER, pd effluent cultures were obtained. The patient was admitted to the hospital (admitting diagnosis unknown). The pd effluent cultures resulted positive for fungal peritonitis (organism and species unknown). The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The pdrn does not have access to the patient¿s hospital records to obtain the information. The patient required the pd catheter to be pulled on (B)(6) 2021 and has transitioned to hemodialysis (hd). The patient remains hospitalized to date. The cause of the peritonitis is unknown. There was no reported cassette leak or other issue with the liberty select cycler, cycler set, or other fresenius product(s). The pdrn stated the patient had undergone a pd catheter revision on (B)(6) 2021. At that time a pd culture was taken prior to the surgical procedure which resulted negative; however, the pdrn is unsure if the fungal peritonitis could have occurred at some point during the revision surgery. No additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2021 with difficulty breathing. While in the ER, pd effluent cultures were obtained. The patient was admitted to the hospital (admitting diagnosis unknown). The pd effluent cultures resulted positive for fungal peritonitis (organism and species unknown). The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The pdrn does not have access to the patient¿s hospital records to obtain the information. The patient required the pd catheter to be pulled on (B)(6) 2021 and has transitioned to hemodialysis (hd). The patient remains hospitalized to date. The cause of the peritonitis is unknown. There was no reported cassette leak or other issue with the liberty select cycler, cycler set, or other fresenius product(s). The pdrn stated the patient had undergone a pd catheter revision on (B)(6) 2021. At that time a pd culture was taken prior to the surgical procedure which resulted negative; however, the pdrn is unsure if the fungal peritonitis could have occurred at some point during the revision surgery. No additional information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fungal peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the file of a causal relationship between use of the cycler and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Per the pdrn, the patient underwent a pd catheter revision surgery three days prior to hospital admission which could have been the source of the peritonitis. The patient required the pd catheter to be removed which is in alignment with international society for peritoneal dialysis (ispd) guidelines. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s fungal peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2021 with difficulty breathing. While in the ER, pd effluent cultures were obtained. The patient was admitted to the hospital (admitting diagnosis unknown). The pd effluent cultures resulted positive for fungal peritonitis (organism and species unknown). The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The pdrn does not have access to the patient¿s hospital records to obtain the information. The patient required the pd catheter to be pulled on (B)(6) 2021 and has transitioned to hemodialysis (hd). The patient remains hospitalized to date. The cause of the peritonitis is unknown. There was no reported cassette leak or other issue with the liberty select cycler, cycler set, or other fresenius product(s). The pdrn stated the patient had undergone a pd catheter revision on (B)(6) 2021. At that time a pd culture was taken prior to the surgical procedure which resulted negative; however, the pdrn is unsure if the fungal peritonitis could have occurred at some point during the revision surgery. No additional information was available.